Event description:
Patient had acl reconstruction. Patient was told to follow a protocol of 30 minutes using a cpm machine, 2 hours using the game ready concurrent with a cpm machine (temp approximately 50 degrees f) followed by 30 minutes of just game ready treatment at approximately 40 degrees f. Patient was told to repeat this cycle 4 times per day for seven days postoperatively. On day five post op the physical therapist first noticed what appeared to be a "tape blister" on the skin and severe pitting edema in lower extremity. The patient was seen daily for rehab on days six, seven and eight where they became aware that the area of involvement was much larger (4" x 5"). The patient returned for rehab on day 11 when they realized patient was suffering from necrotic tissue death. Patient was immediately referred to a doctor and saw a plastic surgeon the next day. Patient is currently undergoing daily whirlpool debridement and using a vacuum device to promote tissue granulation. Patient will likely have a skin graft in the future and is continuing with rehab as tolerated.